Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned stent delivery system (sds) noted blood visible in the guide wire lumen, suggesting that the device was at least advanced over a guide wire. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 19.3 cm distal to the strain relief tubing. There were two kinks in the hypotube proximal to the separation and a kink in the shaft distal to the guide wire exit notch. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Additionally, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since there was no report of any damage observed to the sds during inspection prior to use, this indicates that the shaft separated during the procedure, as reported. Reportedly, some force was applied to the system as resistance was encountered during advancement. It should be noted that the product instructions for use states, should any resistance be felt at any time during either lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. In this case, the sds likely interacted with the calcified lesion during advancement such that as force was applied against resistance, the shaft kinked and separated as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Physical resistance/difficulty crossing the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was heavily calcified and likely contributed to the reported difficulties. Based on the information received and the analysis of the returned product, the reported failure to advance, shaft separation and noted damage appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that during the procedure in the heavily calcified proximal anterior descending artery, resistance was felt during advancement of the rx mini vision stent system and the proximal shaft kinked and separated outside of the anatomy. The physician stated that the normal amount of force was applied during advancement of the device. Two non-abbott stents were advanced and deployed to complete the procedure. The device issue did not cause a significant clinical delay in the procedure and there was no adverse patient effect. Though requested, additional information was not provided.